Event description:
It was reported that a surgery was done on (B)(6) 2015 because the catheter ¿came apart¿ in the patient¿s lower back. The healthcare professional (hcp) reportedly thought the patient did something to cause the catheter issue that required replacement. The pump was currently used to infuse dilaudid (hydromorphone) and previously used to infuse morphine (unknown). No outcome reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).